Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump insulin gauge displayed a lower amount than expected, with pump showing 90 units while caller expected 150 to 160 units, and caller was experiencing a fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Caller had not completed cartridge air removal steps, so technical support provided education on removing air before filling cartridge, and caller chose to continue using current cartridge and to follow up if needed; no cartridge replacement was performed.